Event description:
Device malfunction: inaccurate delivery. Symptoms/ae: placement of an unplanned stent. Time of malfunction/ae: during the procedure. It was reported that during a right internal carotid artery stenting procedure, during stent deployment, the rx acculink jumped distally, requiring placement of a second unplanned rx acculink stent to cover the lesion. Reportedly, the operator who had placed the stent was being trained and had just been told how to properly place the device, but unintentionally, placed the stent incorrectly causing it to jump forward. There were no adverse patient sequelae reported. Two days postprocedure, due to pre-existing cardiac issues, the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
Incorrect method used to deploy the stent-labeled yes. The stent remains in the patient. The lot number was provided. The device was not returned to abbott vascular for analysis and no prior use anomalies were reported. This event would be possible if misposition on the stented area occurred prior to deployment, if the stent did not oppose the vessel wall when fully deployed or if there was inadvertent movement of the handle during deployment. From the incident information, a conclusive root cause is attributed to incorrect method since the trainee did not place the device correctly resulting in the stent jumping to an unintended site. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.